Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level would not come down. They removed their infusion set and they found that the cannula was bent. The customer's blood glucose level during the incident was 500 mg/dl. They corrected their high blood glucose with an insulin shot. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.